Event description:
An initial event notification was received by Sequel Med Tech, LLC, on 26-JUN-2026 and forwarded to Millyard Advanced Medical Products, LLC, on the same day.The user reported that they received a Pump Error alarm shortly after changing their twiist Cassette in the middle of the night. Upon removal of the Cassette and Battery, the user observed moisture within the Pump. The user attempted to dry the Pump, but stated they did not hear the expected audible "chirp" when inserting a new Battery. The user confirmed that they filled the Cassette with the appropriate volume of insulin; however, they admitted to filling the Cassette while holding the Pump at a 45 degree angle instead of horizontally on a flat surface. The user was re-educated on proper Cassette fill technique and stated they would rely on their manual daily injections as their backup therapy while awaiting their replacement Pump. Reportable information was later received by Sequel Med Tech, LLC, on 01-JUL-2026. The user reported that at the time of the initial event, they believed they had a sufficient backup insulin therapy on hand; however, they discovered that their insulin pens had expired. Due to the time of night and after confirming their blood glucose was 80 mg/dL, the user elected to go back to sleep after reporting the alarm. The next morning, the user subsequently presented to the Emergency Room with a glucose of 450 mg/dL and received an intravenous insulin drip.

Manufacturer narrative:
Investigation into the reported event remains ongoing and a supplemental report will be filed once results are available.The current version of the twiist AID System User Guide provides information regarding system alarms and the recommended actions associated with them, as well as potential causes of hyperglycemia and ways to prevent it. This Guide also provides steps to take to ensure proper technique when filling the twiist Cassettes, and explains that the needle should be gently inserted straight into the Cassette fill port. Users are also instructed to have a backup insulin therapy available at all times.No additional information relevant to the reported event has been made available to Millyard Advanced Medical Products, LLC, for further investigation.